Event description:
The patient reported a hematoma developed following implant. Additional information was requested and it was learned the hematoma "was removed." The device remains in use and no further patient complications have been reported as a result of this event.